Manufacturer narrative:
(B)(4). The insulin pump failed to vibrate during self test due to broken red wire on vibrator motor. Device received with scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the insulin pump does not vibrate. It was stated that the device did not vibrate when pressing the act button after using the up arrow button to set an easy bolus. The vibrate mode is on and the battery is not low. Customer was assisted on performing a self test; the insulin pump did not vibrate. Blood glucose value is 238 mg/dl. Nothing further reported.